Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net showing non-sustained right ventricular oversensing. The patient's cardiac defibrillator was post-paced t-wave oversensing as seen on stored electrocardiograms. The patient did not receive any therapy during the oversensing. Programming changes were discussed.